Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she had undergone one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she had undergone one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptives: iud in 2004 and condom from 2001 to 2004. Concurrent conditions included irregular periods and metrorrhagia. In (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gingival disorder ("dental problems: gum loss"), tooth loss ("dental problem : lost teeth"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, gingival disorder, tooth loss, dyspareunia, weight increased, migraine, headache, ovarian cyst and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival disorder, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, tooth loss, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Approximate weight at the time of essure placement 180 lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Other (please describe) cyst healthcare told that the cyst will go away. Essure was in place.. Pathology test - on (B)(6) 2018: result: final pathologic diagnosis: uterine corpus: focal subserosal glandular inclusions consistent with endosalpingiosis; mid secretory phase endometrial glands and stroma. Addendum comment: bilaterally, coiled wire fragments consistent with essure implants are identified extending from the proximal to the mid portions of the tubes. Specimens submitted: uterus, bilateral fallopian tubes. Clinical diagnosis and history: pelvic pain, irregular periods, essure insertion history. Uterine cervix: histologically unremarkable cervix. Bilateral fallopian tubes: histologically unremarkable fallopian tubes. Ultrasound scan - on (B)(6) 2015: result: shows an anteverted uterus measuring 8.1 x 4.3 x 5.6 cm. Iud in place. The right ovary contains small cyst measuring 1.2 cm. The left ovary contains 2 small cysts measuring 1.3 and 1.1 cm.. Most recent follow-up information incorporated above includes: on 5-jan-2021: medical record received- lot number and reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptives: iud in 2004 and condom from 2001 to 2004. Concurrent conditions included irregular periods and metrorrhagia. In (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gingival disorder ("dental problems: gum loss"), tooth loss ("dental problem : lost teeth"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, gingival disorder, tooth loss, dyspareunia, weight increased, migraine, headache, ovarian cyst and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival disorder, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, tooth loss, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Approximate weight at the time of essure placement 180 lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Other (please describe) cyst. Healthcare told that the cyst will go away. Essure was in place.. Pathology test - on (B)(6) 2018: result: final pathologic diagnosis: uterine corpus: focal subserosal glandular inclusions consistent with endosalpingiosis; mid secretory phase endometrial glands and stroma. Addendum comment: bilaterally, coiled wire fragments consistent with essure implants are identified extending from the proximal to the mid portions of the tubes. Specimens submitted: uterus, bilateral fallopian tubes. Clinical diagnosis and history: pelvic pain, irregular periods, essure insertion history. Uterine cervix: histologically unremarkable cervix. Bilateral fallopian tubes: histologically unremarkable fallopian tubes. Ultrasound scan - on (B)(6) 2015: result: shows an anteverted uterus measuring 8.1 x 4.3 x 5.6 cm. Iud in place. The right ovary contains small cyst measuring 1.2 cm. The left ovary contains 2 small cysts measuring 1.3 and 1.1 cm.. Most recent follow-up information incorporated above includes: on (B)(6) 2021: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptives: iud in 2004 and condom from 2001 to 2004. Concurrent conditions included irregular periods and metrorrhagia. In (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gingival disorder ("dental problems: gum loss"), tooth loss ("dental problem : lost teeth"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, gingival disorder, tooth loss, dyspareunia, weight increased, migraine, headache, ovarian cyst and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival disorder, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, tooth loss, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Approximate weight at the time of essure placement 180 lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Other (please describe) cyst. Healthcare told that the cyst will go away. Essure was in place. Pathology test - on (B)(6) 2018: result: final pathologic diagnosis: uterine corpus: focal subserosal glandular inclusions consistent with endosalpingiosis; mid secretory phase endometrial glands and stroma. Addendum comment: bilaterally, coiled wire fragments consistent with essure implants are identified extending from the proximal to the mid portions of the tubes. Specimens submitted: uterus, bilateral fallopian tubes. Clinical diagnosis and history: pelvic pain, irregular periods, essure insertion history. Uterine cervix: histologically unremarkable cervix. Bilateral fallopian tubes: histologically unremarkable fallopian tubes. Ultrasound scan - on (B)(6) 2015: result: shows an anteverted uterus measuring 8.1 x 4.3 x 5.6 cm. Iud in place. The right ovary contains small cyst measuring 1.2 cm. The left ovary contains 2 small cysts measuring 1.3 and 1.1 cm.. Most recent follow-up information incorporated above includes: on 5-apr-2021: extension of expected date of next report we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptives: iud in 2004 and condom from 2001 to 2004. In november 2005, the patient had essure inserted. In november 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gingival disorder ("dental problems: gum loss"), tooth loss ("dental problem : lost teeth"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, gingival disorder, tooth loss, dyspareunia, weight increased, migraine, headache, ovarian cyst and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival disorder, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, tooth loss, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Approximate weight at the time of essure placement 180 lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in february 2006: total bilateral occlusion. Other (please describe) cyst healthcare told that the cyst will go away. Essure was in place.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, pain, reproductive system disorder or condition type of disorder or condition: ovarian cyst, weight gain, dental problems : gum loss, lost teeth were added. Historical products added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptives: iud in 2004 and condom from 2001 to 2004. Concurrent conditions included irregular periods and metrorrhagia. In (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gingival disorder ("dental problems: gum loss"), tooth loss ("dental problem : lost teeth"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cyst") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, gingival disorder, tooth loss, dyspareunia, weight increased, migraine, headache, ovarian cyst and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival disorder, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, tooth loss, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Approximate weight at the time of essure placement 180 lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Other (please describe) cyst healthcare told that the cyst will go away. Essure was in place.. Pathology test - on (B)(6) 2018: result: final pathologic diagnosis: uterine corpus: focal subserosal glandular inclusions consistent with endosalpingiosis; mid secretory phase endometrial glands and stroma. Addendum comment: bilaterally, coiled wire fragments consistent with essure implants are identified extending from the proximal to the mid portions of the tubes. Specimens submitted: uterus, bilateral fallopian tubes. Clinical diagnosis and history: pelvic pain, irregular periods, essure insertion history. Uterine cervix: histologically unremarkable cervix. Bilateral fallopian tubes: histologically unremarkable fallopian tubes. Ultrasound scan - on (B)(6) 2015: result: shows an anteverted uterus measuring 8.1 x 4.3 x 5.6 cm. Iud in place. The right ovary contains small cyst measuring 1.2 cm. The left ovary contains 2 small cysts measuring 1.3 and 1.1 cm.. Most recent follow-up information incorporated above includes: on 5-apr-2021: extension of expected date of next report we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. 624831), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products, included for contraceptives: iud in 2004 and condom from 2001 to 2004. Concurrent conditions included: irregular periods and metrorrhagia. On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), gingival disorder ("dental problems: gum loss"), tooth loss ("dental problem: lost teeth"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and dysmenorrhoea ("dysmenorrhea (cramping)"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, gingival disorder, tooth loss, dyspareunia, weight increased, migraine, headache, ovarian cyst and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, gingival disorder, headache, heavy menstrual bleeding, migraine, ovarian cyst, pelvic pain, tooth loss, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 150 lbs. Approximate weight at the time of essure placement 180 lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve, following essure removal? Yes most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 35.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2006, total bilateral occlusion. Other (please describe) cyst. Healthcare told, that the cyst will go away. Essure was in place.; pathology test: on (B)(6) 2018, result: final pathologic diagnosis: uterine corpus, focal subserosal glandular inclusions consistent with endosalpingiosis. Mid secretory phase endometrial glands and stroma. Addendum comment: bilaterally coiled wire fragments consistent with essure implants are identified extending from the proximal to the mid portions of the tubes. Specimens submitted: uterus, bilateral fallopian tubes. Clinical diagnosis and history: pelvic pain, irregular periods, essure insertion history. Uterine cervix: histologically unremarkable cervix. Bilateral fallopian tubes: histologically unremarkable fallopian tubes.; ultrasound scan: on (B)(6) 2015, result: shows an anteverted uterus measuring 8.1 x 4.3 x 5.6 cm. Iud in place. The right ovary contains small cyst measuring 1.2 cm. The left ovary contains 2 small cysts measuring 1.3 and 1.1 cm.. Lot number#: 624831, manufacture date: 2007-06, expiration date: 2009-05. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-dec-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.